Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use in the severely calcified artery. During the procedure, at third inflation, it was noted that balloon ruptured at 10atm within 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications reported and patient was good post procedure.